Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failure occurred during ultrasound. The surgeon attempted to re-prime, but it was not improved. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finished goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. No occlusion was observed in the manifolds. The ball in the check valve of the drip chamber moved freely per specification. A calibrated constellation console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).